Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed persistent pain and infection at the implant site. The patient was treated with two courses of oral antibiotics, (B)(6) 2015 (durations not reported). Subsequently the patient was administered general anesthesia on (B)(6) 2015 and the abutment was removed and replaced with a cover screw. It was reported that no infection was present during the (B)(6) procedure. The implanted device remains.